Event description:
Biomedical engineer from this facility called technical support and had a question regarding infusion pressure. During the conversation it was mentioned that this pump was involved in an IV infiltration. There was no report of pt injury or any medical intervention being needed. No additional details were available regarding the pt info, severity of the infiltration or the medication involved.